Event description:
A home pt contacted baxter's technical svc center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt accidentally disconnected a supply line from a supply bag. Baxter's technical service ctr assisted the home pt in ending the therapy early. The home pt was diagnosed with peritonitis two days later. The home pt's symptoms were abdominal pain, fever, and cloudy effluent.

Manufacturer narrative:
Baxter's medical director's medical assessment: whether a set used prior to the pt's peritonitis could be linked to this episode of peritonitis is not known, but there is no info to reasonably suggest so. Of note, peritonitis is a well-established complication in pts on peritoneal dialysis and is most commonly related to entrance of bacteria via the pt's pd catheter due to touch contamination (user error). In this case, it is more likely, however, that a different type of user error was the cause of the break in sterility, that being the accidental disconnection of the supply line. This is a possible cause of the peritonitis.